Event description:
It was reported that a patient death occurred. Vascular access was gained via the left common femoral. It was lateral approach. The physician performed ivus with a non bsc ivs catheter to the right sfa and common femoral. This was then followed with angioplasty with a non bsc balloon to the right sfa and common femoral. A non bsc stent was placed in the right common femoral and then a 7x57 express ld stent was placed in the right distal external iliac. It was later reported that the patient was bleeding from the access site on the left side. The patient was not doing well and 2 days post the initial procedure the patient passed away.

Event description:
It was reported that a patient death occurred. Vascular access was gained via the left common femoral. It was lateral approach. The physician performed ivus with a non bsc ivs catheter to the right sfa and common femoral. This was then followed with angioplasty with a non bsc balloon to the right sfa and common femoral. A non bsc stent was placed in the right common femoral and then a 7x57 express ld stent was placed in the right distal external iliac. It was later reported that the patient was bleeding from the access site on the left side. The patient was not doing well and 2 days post the initial procedure the patient passed away. It was further reported that there was a leak distal to the stented area and it look like a small perforation where a long balloon inflation were performed. It was not sure if the patient stand up or roll over, but the patient was experiencing excruciating pain and the vitals signs started deteriorating. An angiography revealed a huge tear on the left common femoral artery where the bleeding come from which was covered with 2 stents. However, CT scan was performed later that did not revealed any perforation in the right side. The patient was sent to the operating room for dialysis and was eventually put under another physicians care.